Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: downstream occlusion with no alarm. Patient in operating room receiving phenylephrine infusion. During the surgery, the b. Braun pump, infusing phenylephrine, took 10 minutes to recognize and alarm for downstream occlusion, resulting in delayed onset of effect of the medication. The patient became briefly hypotensive and IV push doses of phenylephrine were required to maintain adequate blood pressure. The patient's blood pressure returned to baseline and there was no lasting harm related to the event.